Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 95% stenosed, 3.4x36mm, eccentric, de novo target lesion was located in the moderately tortuous and severely calcified mid right coronary artery. The lesion contained >45 and <90 degrees bend. Pre-dilation was performed with a 2.0x20mm non-bsc balloon catheter, leaving 80% residual stenosis. A 3.50 x 38 synergy drug-eluting stent was advanced but failed to cross the lesion. The device was removed; however, the tip of the stent was found deformed. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.